Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on peritoneal pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, the pd nurse stated peritonitis was caused by the patient. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (result not provided) and the patient was diagnosed with peritonitis. The patient is being treated with intra-peritoneal (ip) antibiotic therapy (details unknown) and remained in the hospital recovering at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique during the pd exchange.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on peritoneal pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, the pd nurse stated peritonitis was caused by the patient. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (result not provided) and the patient was diagnosed with peritonitis. The patient is being treated with intra-peritoneal (ip) antibiotic therapy (details unknown) and remained in the hospital recovering at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s peritonitis event. However, currently there is no objective evidence that the fmc cassette malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique during the pd exchange, as reported by the pd nurse.